Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to another device. The analysis is pending.

Event description:
The ICD involved in this MDR report was reportedly implanted 2 weeks before the event. During a follow-up performed in 2009, the physician observed that the atrial lead was dislodged. The tip of the atrial lead was located in the ventricle, near the ventricular lead shock coil. During ventricular sensing tests, the physician detected an unk signal with a 8hz frequency (estimated). This oversensing phenomenon disappeared later-on during the follow-up. A revision of the system was performed the next day: after the atrial lead was repositioned, the 8hz ventricular oversensing signal was not observed anymore, but another type of known oversensing was observed instead. Therefore the right ventricular lead was replaced. The ICD was also replaced (due to unspecified observations made during leads revision).